Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 34 mg/dl. The customer was laying down when their blood glucose dropped. The police and paramedics arrived at the scene to revive the customer. The customer was treated by paramedics. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window.